Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The investigation also observed an exposed needle that did not fully retract. The source of this was due to a misalignment between the linkage assembly and the top housing. Before the pod was opened, the formed needle was visible through the bottom housing opening, and the linkage assembly appeared to not be full retracted. After the pod was opened, the linkage assembly fully retracted, and slight score marks were observed on the top housing.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle did not retract; indicating a needle mechanism failure. The pod was not worn and the patient's blood glucose levels were unaffected.